Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that intermittent occlusion alarms occurred. Customer's blood glucose (bg) was over 500 mg/dl with large ketones. Customer went to the emergency room (ER) and was treated with intravenous fluids. The customer was released from the ER 6 hours later with no permanent damage. Reportedly, the pump supplies were changed to address the issue.